Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jun-27. It was reported that the cause of the motor stall was not determined. The pump was turned to minimum rate and scheduled for a replacement. The motor stall had not been resolved. The patient's weight was provided. The pump would be returned for analysis after removal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of hydromorphone at 3 mg/day via an implantable pump for spinal pain. On (B)(6) 2018, it was reported that the patient's pump had a motor stall. The motor stall was seen at initial interrogation and pump status/event log report showed an active motor stall had occurred. The time of the motor stall was noted as 11:44. It was confirmed that the patient had not recently had an MRI. The rep denied the involvement of emi or magnets. No symptoms were reported. The patient's managing physician inquired about the patient possibly accessing the reservoir fill port and aspirating the drug. The rep inquired about drug testing the fluid in the pump reservoir, i.e. Drug and concentration. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A supplemental report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative on (B)(6) 2018 via a device return form. It was reported that the pump was removed on (B)(6)2018. "Withdrawal" was noted on the form. "Symptoms? Week before??" Was also written on the form. It was noted the patient recovered without sequela and there was no patient injury. It was unknown if there was a loss of therapy. Neither a rotor study or dye study were performed. No further complications were reported.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.